Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a single hair was noted by implanting staff in the sterile packaging after opening the lead for implant use. The lead was removed from implant and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.